Event description:
During an in-clinic follow-up, noise resulting in oversensing episodes and increased capture threshold were observed on the right atrial (ra) lead. Technical services was contacted and provided reprogramming recommendations. Reprogramming was then performed to resolve the event. The patient is stable with no consequences.